Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed a total power failure alarm. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. The device was not in patient use when the reported event occurred.